Event description:
A distributor in china on behalf of a healthcare facility reported that the tubing of a bc191-05 nasal tubing 70mm was broken before use on a patient. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 nasal tubing 70mm was discarded and was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubing was torn. Conclusion: without the return of subject device for evaluation, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.

Manufacturer narrative:
(B)(4). Note: please note that the initial report was due on (B)(6) 2025 and was submitted late due to the esg downtime related to the launch of the esg nextgen system. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 nasal tubing 70mm was discarded and was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubing was torn. Conclusion: without the return of subject device for evaluation, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.

Event description:
A distributor in china on behalf of a healthcare facility reported that the tubing of a bc191-05 nasal tubing 70mm was broken before use on a patient. There was no reported patient involvement.